Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an increased amount of green drainage, erythema and pain at the drive line site. Cultures came back positive for (B)(6) coag positive and pseudomonas aeruginosa. The patient received an abdominal CT and surgical debridement of the drive line. The patient was treated with daptomycin, zerbaxa, and vancomycin and was discharged on IV medication until (B)(6) 2019. No further information was provided.